Manufacturer narrative:
Device analysis report attached. This report is submitted on january 16, 2024.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient underwent a surgical procedure unrelated to the cochlear implant and the electrode was damaged during the surgery. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.